Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device was observing a fellow attempt an arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a suture break occurred. The device was removed. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.